Event description:
On (B)(6) 2010. This (B)(6) female underwent a total right hip arthroplasty under dr (B)(6) at quail (B)(6) hospital. A stryker rejuvenate modular neck and stem device was implanted. Pt became symptomatic with hip and went to see (B)(6). Hip aspiration was done on (B)(6) 2014. On (B)(6) 2014 pt underwent revision of right hip and had stryker rejuvenate device explanted by dr (B)(6). Extensive debridement of the joint was done.